Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was gained via the radial artery. The 3.5x20mm progressive target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated. The 3.5x20mm taxus liberte stent was advanced however the physician encountered resistance advancing due to the severe calcification and the shaft of the delivery system broke. The break occurred on the mid-section as it was outside the patient anatomy; the distal section was removed with the portion of the device exposed. The procedure was completed with another 3.5x20mm taxus liberte stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The hypotube was detached/separated 20.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the hypotube detachment and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was gained via the radial artery. The 3.5x20mm progressive target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated. The 3.5x20mm taxus liberte stent was advanced however the physician encountered resistance advancing due to the severe calcification and the shaft of the delivery system broke. The break occurred on the mid-section as it was outside the patient anatomy; the distal section was removed with the portion of the device exposed. The procedure was completed with another 3.5x20mm taxus liberte stent. No patient complications were reported and the patient status is stable.